Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 97792, lot# n762164, implanted: (B)(6) 2018, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-06-07. It was reported that the reason the ins was being explanted was because the patient stated he felt the stimulation was making his pain worse. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 97792, lot# n762164, implanted: (B)(6) 2018, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the device was disposed of by the account and would not returned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient is going to have their ins explanted. The reason for the explant is unknown. The surgery has been scheduled for (B)(6) 2019. No further complications were reported. No patient symptoms were reported.